Event description:
The reservoir volume increased from morning instead of decreasing. The patient remained pain free, but it did not appear that any of the pain medication in the pca pump had infused.======================health professional's impression======================no adverse event.